Event description:
Boston scientific received information from the user facility stating that the subject device will be returned for evaluation, pending release documentation approval. No information had been released regarding the current condition of the patient. A review of the device history recored accompanies this report.

Event description:
Boston scientific became aware of an event that occurred in 2005, where the pt went for a glue coiling procedure of a leaking arterial venous malformation. When the glue was injected, the subject device fractured, causing complete obstruction of the left vetebral artery. Glue also went into the left posterior inferior cerebellar artery and left parieto-occipital lobe.